Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a cracked battery tube threads, a cracked case behind the pump near the battery tube compartment, a missing reservoir tube o-ring and a missing retainer. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring and a missing retainer. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a keypad overlay texture damage, a scratched case and a serial number label fading. During visual inspection, corrosion was found on the battery tube assembly. Also, the pump was cut open and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Retainer ring damage (a missing reservoir tube o-ring and a missing retainer. ) was confirmed. Cosmetic damage was confirmed at the back of the pump during analysis. During visual inspection, corrosion was found on the battery tube assembly. Also, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump back side. The customer reported no adverse event. The event involved product(s) pump mmt-1712k. Troubleshooting was performed and confirmed the damage. No harm requiring medical intervention was reported. Product return was requested for mmt-1712k and customer response was the pump mmt-1712k was returned for analysis.